Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was disposed and not returned for analysis. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2015-01257 and manufacturer report 3005099803-2015-01258 for the associated device information. It was reported to boston scientific corporation that an ultraflex tracheobronchial uncovered distal release stent and an ultraflex tracheobronchial covered distal release stent were used in the left mainstem bronchus during a pulmonary stent placement procedure performed on (B)(6) 2015. According to the complainant, a stent was to be implanted to treat a malignant stricture involving the left mainstem bronchus. Reportedly, the patient's anatomy was tortuous and the 3 cm long intrinsic stricture was dilated with an 8 cm cre (controlled radial expansion) pulmonary balloon prior to attempted stent placement. During the procedure, the physician was able to partially deploy the ultraflex tracheobronchial uncovered stent (the subject of MFR report# 3005099803-2015-01257) but then noticed that the catheter and the stent moved out of position and back into the trachea. The physician could not advance the stent again and the first stent was removed from the patient partially deployed. The physician attempted to deploy the ultraflex tracheobronchial covered stent (the subject of MFR report# 3005099803-2015-01258); however, the same event occurred and the stent was removed from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.